Event description:
It is reported that a customer called complaining that she kept bleeding in the area where the sensor needle was inserted. The patient's blood glucose level was 165 mg/dl. The customer was advised to apply firm pressure in the area where she was bleeding for about three minutes. The sensor was away from restrictive clothing and was not tugged or pulled after insertion. While talking to customer line was disconnected. The customer was called back but was not available and a message was left instead. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.